Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had perforated the heart two weeks post-implant. The patient presented to the clinic with high capture threshold. Echo confirmed perforation. On (B)(6) 2010, the lead was repositioned with no consequences to the patient.